Event description:
It was reported that the patient was struck by lightning and the device had not worked since then. The reporter stated that the device delivered an unpleasant shock-like stimulation. There was no patient death and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer. Analysis of the device, model # 37712, serial # (B)(4), found the battery had reduced capacity due to overdischarge. No significant anomaly.